Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that a patient experienced pain around the implantable neurostimulator (ins) site. The ins site was tender and sensitive to the touch and had been like that for the patient since implant, and it was getting worse. It was stated that the stimulator was functioning 'well' and there was no known cause for the pain. The stimulation was targeting her legs and hips and she had 'no issues with charging or the function of the ins.' Additional information from the health care provider (hcp) reported that there was no known cause of the event and the patient was not hospitalized. Later it was reported that the patient still had concerns regarding her device or therapy and was going to meet with her surgeon on (B)(6) 2012. Additional information received from the hcp reported that the cause of the event was still unknown. There was tenderness at the ins site and movement within the pocket. The ins was replaced and repositioned. It was stated that results were 'good.' Hospitalization was not required and there was no patient injury. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the patient¿s current implant was their 3rd not their 2nd. The patient thought their first implant was in 2005 which was not what registration showed. Registration showed 2007. Due to this, it was noted that the event dates were unknown. It was stated that all the consumer knew was that they had a total of 4 surgeries related to the device: the first was the trial insert, the second was the original implant surgery, the third was due to a damaged lead, and the fourth was when the implant was moved to a different location. (See MDR # 6000153-2008-02756 for the lead damage surgery). Since the battery was so large, ¿as big as a deck of cards,¿ and because the patient was not a very big person, the device was changed to a smaller battery and put in a different location due to it hurting the patient. The pain at the implant site was originally reported to be in 2009. It was clarified that the patient was not sure if the battery was changed or if it was just moved to a different location. It was clarified though that the patient¿s current implant was smaller than the first so it was thought that the hcp changed the battery too. It was stated that the current implant worked great and the patient had not been having any problems with it.